Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -8.5 diopter, into the patient's left eye (os) on (B)(6) 2018. Reportedly, the lens was exchanged on (B)(6) 2019 with a same size, different model lens due to refractive surprise. The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Device evaluation: lens was returned in liquid in a lens case/vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspections found the lens to be within specifications. Claim#: (B)(4).